Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01312. Additional info: please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using a lightning aspiration tubing (lightning). During the procedure, the lightning tubing became clogged. While back flushing the lightning tubing with a 30cc syringe, the indicator light on the lightning unit turned red, and the lightning unit was inadvertently shorted. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using another lightning. There was no report of an adverse effect to the patient.